Event description:
During troubleshooting a system error 2069 alarm that appeared on the homechoice (hc) machine during initial drain, the home patient (hp) reported that there was air in the patient line. The technical services representative (tsr) advised the hp to disconnect and restart the setup with all new supplies. During a follow up with the hp regarding the reported problem, it was revealed that he had no idea what was wrong. The hp stated that he was travelling at the time of the initial call. The hp did not notice any defects on the supplies. The hp stated they have been performing therapy fine without further complications with the new machine.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of air in the patient line. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. The root cause of the air was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.